Manufacturer narrative:
An ocd field engineer indicated that the gripper was not holding the gel cards at the optimal angle for the camera. The fe performed the approriate adjustments and returned the instrument to expected operation. A possible root cause was determined. Incorrect alignment of the gel camera/gripper led to inadequate optical transmission and erroneous interpretation of results. An incident of the nature has not recurred since the repair.

Event description:
The customer reported that, the ortho provue analyzer falsely interpreted patient results as d negative during a/b/o & rh testing. Observation of the gel card showed weak positive reaction in the anti-d well. False negative results can lead to transfusion of incompatible blood. Erroneous results were not reported, as the results obtained from the provue did not match those obtained by an alternate test method.